Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported a low reading issue with the adc freestyle libre sensor. The caregiver reported a lo reading (< 40 mg/dl) showing for an hour. The customer was unable to communicate any possible adverse symptoms due to intellectual disability. The caregiver treated the customer with "dextro" and a sandwich. The caregiver reported then treating with 4 units of novorapid insulin and toujeo insulin, which was reported to be more than the customer's regular dose. There was no report of death or permanent injury associated with this event.

Event description:
A caregiver reported a low reading issue with the adc freestyle libre sensor. The caregiver reported a lo reading (< 40 mg/dl) showing for an hour. The customer was unable to communicate any possible adverse symptoms due to intellectual disability. The caregiver treated the customer with "dextro" and a sandwich. The caregiver reported then treating with 4 units of novorapid insulin and toujeo insulin, which was reported to be more than the customer's regular dose. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.